Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Conclusion / root cause: no fault found with data acquisition board. This report is being submitted as part of the remediation for CAPA (B)(4).